Manufacturer narrative:
Unable to confirm needle complaint, due to customer not returning insertion needle, only returned sensor.

Event description:
It was reported that the customer's sensor's needle came off. The customer stated she attempted to insert the sensor, but there was no needle. The customer's blood glucose level was 98 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.